Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the sorin s3 low level ii sensor. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). The sorin group field service representative on site for routine service replaced the faulty level sensor to resolve the reported issue. Subsequent testing did not identify further issues. The exact root cause is unknown. However, the level sensor was manufactured in 2004, and old level sensors can suffer from electrostatic discharges mainly caused by triboelectric charging or by electrostatic induction coming from the disposables used. Electrostatic discharge damage to a level sensor can cause the reported malfunction. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Sorin group (B)(4) will continue to monitor for trends related to this type of issue. Evaluated on site by sorin service rep.

Event description:
Sorin group (B)(4) received a report that the sorin s3 low level ii sensor intermittently had a delayed response to an empty reservoir during maintenance. This issue was noted by a sorin group field service representative during routine service. There was no patient involvement.